Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the limb ischemia was most likely patient condition related.

Event description:
The complaint reported a 26 year old female patient presenting with acute myocardial infarction and cardiogenic shock. During support, the impella was explanted due to right leg ischemia with a planned limb amputation.

Manufacturer narrative:
The device was not received, therefore, a physical analysis could not be performed. Should we receive the device, or any new information, we will file a supplemental report.